Event description:
It was reported that the patient had a replacement of an artificial urinary sphincter(aus) cuff after the device was implanted for nine years due to slow recurring incontinence. All components were removed and a new tandem cuff was implanted.